Event description:
As reported: "there was a misdrilling in the distal locking of the g3 nail using the aiming handle and aiming sleeve. Failed to place distal screw in g3 nail. Drills broke off 2x when trying to lock via aiming device. Experienced g3 operator. Surgeons very dissatisfied, surgery time has increased. No optical changes can be seen on the aiming bracket and aiming sleeve. It had to be locked freehand and the complete nail had to be removed and replaced during the same operation. Device is in use for 6 years. Device has been reprocessed 80 times."

Manufacturer narrative:
Please note correction to d9/h3 (reason for no evaluation). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the failure. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "there was a misdrilling in the distal locking of the g3 nail using the aiming handle and aiming sleeve. Failed to place distal screw in g3 nail. Drills broke off 2x when trying to lock via aiming device. Experienced g3 operator. Surgeons very dissatisfied, surgery time has increased. No optical changes can be seen on the aiming bracket and aiming sleeve. It had to be locked freehand and the complete nail had to be removed and replaced during the same operation. Device is in use for 6 years. Device has been reprocessed 80 times."